Event description:
It was reported that a stent fracture occurred. Upon post dilation of a 24x3.50mm promus premier stent at 16atms the stent appeared to be fractured. The procedure was completed. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).